Event description:
The customer's daughter reported the customer received questionable results from coaguchek xs meter serial number (B)(4). The result at 10am was 1.9 inr. The result at 3pm at a clinic using a coaguchek meter and the clinic's test strips was 2.5 inr. The patient's therapeutic range was 2.5-3.5 inr. The customer's daughter and the clinic believe the result of 2.5 inr is accurate and the patient's warfarin dose was not changed. The patient was not adversely affected. The patient had no hematocrit issues, was not on heparin or direct thrombin inhibitors, and had no antiphospholipid antibodies. The suspect meter was requested to be returned. The strips were discarded and are not available for investigation.

Manufacturer narrative:
The suspect meter and test strips were received for investigation and were tested in comparison to a retention meter and the masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.4 inr and 2.9 inr, donor hct: 48% and 40%. Testing results: donor 1: master lot / customer strip and meter 3.4 inr / 3.6 inr. Donor 2: master lot / customer strip and meter 2.9 inr / 3.1 inr. All inr results were within the specified maximum difference between measurements. No error messages occurred. And the returned and the retention material met the specification. Lot no: device available for eval, and device returned to manufacturer were updated.